Event description:
It was reported that the patient had a possible seizure, and it was not determined if related to the implanted device or lead. The patient experienced stimulation near the pocket area, and on the left side of their neck, shoulder, and arm which could be visually seen. Reprogramming was performed and subsequently, the device and lead were both removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis was performed and no anomalies were found.